Event description:
Reportable based on device analysis completed on (B)(4) 2014 it was reported that the device could not cross the lesion. The 20x2.5mm target lesion was located in the severely calcified left anterior descending artery. A 10/2.50 flextome cutting balloon monorail was selected and advanced to treat the target lesion. However, the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is stable. However, device analysis revealed a hypotube break located 19.7cm from the strain relief.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: device was returned for analysis. The device was returned in two sections as a result of a hypotube break located 19.7cm from the strain relief. The hypotube was also kinked throughout. No further damage was present. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).